Event description:
The following information was provided: this pi is for the revision in 2025. As per pss implant request: revision right osteonics elbow. Elbow was revised in 1999 (pi 4131641). A new humeral component was implanted. Ulnar stem is loose. It will be cemented into the radius. Require polys/axle and clip.